Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had time/clock anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the date has been wrong at least two days. Cusotmer noticed it because they had a stomach virus and has been monitoring their blood glucose for the last two day. The customer was assisted with changing date on their pump. The customer was advised to monitor pump.